Manufacturer narrative:
The shock and pace/sense portions of this lead were capped on (B)(6) 2024 as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data were available for analysis. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The shock and pace/sense portions of this lead were capped on (B)(6) 2024.

Event description:
The patient received inappropriate shocks on (B)(6) 2023 due to oversensing of noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.